Event description:
It was reported that during a da vinci-assisted gastric bypass surgery, after firing a sureform 60 green reload with a sureform 60 stapler instrument, bleeding was observed along the staple line. The stapling process was completed without error messages or pauses for compression. The surgeon was able to control the bleeding and successfully continued the procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A system log review was performed, and the logs show a sureform 60 stapler instrument was installed on the system 7 times and fired 5 sureform 60 green reloads. On install 1, the system failed to detect the reload color, and the user manually selected the green reload. No clamping or firing was attempted. On install 3, the stapler failed to engage with the system. The logs show an error code indicating that the roll axis hardstop verification check failed. On all other installs, all clamps were successful, and each of the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no additional stapler-related errors seen in the logs.